Event description:
It was reported that during an esophagogastroduodenoscopy (egd) procedure, the device exhibited no image. According to the reporter a scope 180 series or 160 series scope was being used and was unable to get an image on the main procedure monitor. The reporter stated and affirmed that the scope 180 and 160 series worked in the other exam room. The reporter was advised to have the subject device cv-190 be return for evaluation and repair. The intended procedure was completed with a backup 190 scope. There was a delay in the procedure approximately 77 minutes however, the reporter conveyed that there was no patient impact or harm due to the incident. It was reported the patient expired on (B)(6) 2020. The cause of death was identified as lactic acidosis with hypotension and bowel ischemia. The customer confirmed the patient's death is not considered to be related to this event. The patient's reported weight was (B)(6) kg. The device was returned to the manufacturer for evaluation. The device was visually and electronically inspected which found a faulty printed circuit board set. The reported image issue was confirmed.